Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During device withdrawal at the end of a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter a moderate pericardial effusion was discovered. The catheter dwell time in the left atrium (la) was 18 minutes, and the effusion was discovered about two or three minutes after finishing the last ablation. It is unknown when the effusion occurred. No baseline effusion check was performed at the beginning of the case for comparison, but confidence is high that the effusion was caused by some aspect of the procedure. A pericardiocentesis was performed to resolve the effusion, though the patient remained stable. The procedure had been completed successfully by the time the effusion was discovered, and the patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added blocks b5 describe event or problem, b2 outcomes attrib to adv event, and h6 impact codes.

Event description:
It was reported that the patient experienced a pericardial effusion. During device withdrawal at the end of a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter a moderate pericardial effusion was discovered. The catheter dwell time in the left atrium (la) was 18 minutes, and the effusion was discovered about two or three minutes after finishing the last ablation. It is unknown when the effusion occurred. No baseline effusion check was performed at the beginning of the case for comparison, but confidence is high that the effusion was caused by some aspect of the procedure. A pericardiocentesis was performed to resolve the effusion, though the patient remained stable. The procedure had been completed successfully by the time the effusion was discovered, and the patient is expected to fully recover. It was further reported the catheter was outside the body when the effusion was discovered on the post-procedure intracardiac echocardiography (ice) check. The effusion was visualized around the left ventricle (lv) border. The patient was admitted to the hospital for monitoring after the procedure but did fully recover without further intervention.